Event description:
Initial result for a patient glucose was 6 mg/dl. When repeated, the result was 110 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the instrument had damaged valves and repaired the instrument by replacing the valves.